Manufacturer narrative:
System analysis/service repair was performed on may 09, 2016. The resonator was received at the manufacturer on may 10, 2016. Product evaluation: the resonator evaluation was completed on june 01, 2016 and noted no packaging damage on the crate and no external damage on the resonator. Coupler cable assembly was noted burnt, pins were corroded on coupler cable assembly; coupler lens and slide lens was dirty; coupler cover was stuck; sam side lbo was burnt and frozen indicator was noted purple. The lbo; slide lens, coupler cable assembly, coupler cover and desiccant were replaced. The coupler lens was cleaned. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be coupler cable assembly and burnt lbo in the resonator.

Manufacturer narrative:
System analysis/service repair on may 09, 2016: the reported issue of "fiber port overheat was confirmed while lasing for few minutes. The investigation noted corrosion of contacts was not sufficient to cause the errors; rf 65 manufacturing spec was noted; flow was good and lasing for couple of minutes revealed reported issue of fiber port overheat. Coolant was drained; replaced resonator s/n (B)(4) with s/n (B)(4); filled coolant with fresh coolant. The system was tested and verified to meet manufacturer's specifications the replaced resonator s/n (B)(4) was received at the manufacturer on may 10, 2016.

Event description:
It was reported that during a bph surgical procedure, message appeared on laser a few times that the fiber port overheat; replace fiber. The procedure was completed by an alternate procedure (turp). Patient outcome: "no injury" to the patient reported.